Event description:
It was reported that patient experienced electrical faults on (B)(6) 2015. Upon inspection of the driveline extension cable and controller on (B)(4) 2015, it was noted that heavy contamination was found on the pins and connector block. Green and black wires appeared cloudy. During manipulation of driveline connector, a vad stop alarm was triggered. An attempt to start the pump with a new controller was made but electrical faults were triggered and the pump did not start. Cleaning was performed on pins and reconnected patient to a new controller. The pump started normally. A second cleaning was performed. Patient tolerated both pump off which lasted 90 seconds each with slight dizziness towards the end of the last round. This is report 1 of 2.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00851 and 3007042319-2015-00852) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the patients are instructed to always check for an audible click when connecting the driveline to the controller or driveline extension cable. Failure to ensure a secure connection may cause an electrical fault. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00851 and 3007042319-2015-00852) submitted for devices related to the same event. Device remains implanted.